Manufacturer narrative:
Correction: a follow-up report for comp-ghc-19-01584 was submitted under the incorrect medwatch number, 2026095-2019-00086. This follow-up report is a correction for medwatch comp-ghc-19-01584 and is being submitted under 2026095-2019-00089. Correction: d4 the device history record for the reported lot number, 0203007612, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 03-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-ghc-19-01584. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 17-may-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 241 ml, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported the infusion was initiated on (B)(6) 2019 at 1445. The device infused all of the medication on (B)(6) 2019 at 2100, 9-hours sooner than expected. There was no reported injury. The patient had no side effects of the chemotherapy. There was no medical treatment provided.